Event description:
It was reported that the pump¿s charging pad did not function, as the indicator light failed to illuminate and the pump did not charge despite attempts with multiple power outlets; a replacement charger was provided, and user education was completed. Investigation of this case revealed a suspected charger malfunction consistent with a power/charging component failure. Symptoms included no adverse clinical effects. Outcomes included no impact on health, and no medical intervention. It was concluded that the event was attributable to a nonfunctional charging pad, and device replacement was appropriate.